Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Post paced t-wave oversensing on the ventricular channel was observed. Programming changes were made.